Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when the patient presented to the emergency room after receiving multiple shocks, device was found to be in backup vvi mode. The shocks were suspected to be inappropriate. It was noted that a backup vvi status report printed indicated that the hv therapies had been disabled. The patient was stable and transferred to another hospital for evaluation. Review of the device image indicates that charging was present in the spin buffer at the time that the device entered backup vvi. A very low drop in battery voltage was noted. Device was explanted and replaced successfully. The procedure concluded without adverse event and with the patient having remained stable before, during, and after the procedure. The patient will continue to be monitored.

Manufacturer narrative:
The reported event of device in backup vvi mode was confirmed via review of device image and was due to power-on reset (por) occurred during high voltage therapy delivery. Device was tested on bench and no noise was observed. During bench testing, device reset did not occur when the shock was delivered. Based on device settings, a longevity calculation was performed and found to be within expected limits. The cause of the reset was not conclusively determined.